Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified: inspection of the shell found reddish-brown debris on the inner radius. The debris is dull and prevents any specific observations from being made. The same debris is affixed to the porous coating. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: elevated chromium levels secondary to metallosis. The head was removed and there was metal debris and metallosis. No intra-operative complications were reported review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet m2a-magnum 42-50mm tpr insrt-6 cat# 139252 lot# 977790 biomet mlry-hd por fmrl 8x145mm cat# 11-104108 lot# 780380. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00761.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Subsequently, patient was revised approximately 8 years later due to elevated metal ion levels and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.